Event description:
It was reported that after the implantation of the lens, the surgeon found that on occasion the preloaded intraocular lens (iol) was found to have a lubricious substances under the iol. It shows up at the same spot on the underside of the iol. It is not consist or found based on the iol power. The iol was fully inserted and the patient has fully recovered. Through follow up, it was learned that the substance was removed with the irrigation/aspiration handpiece. The details of the serial number was not available. No further information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: information unknown/not provided. Section d1: brand name: unknown, as the serial number was not provided. Section d4: model number: unknown, as the serial number was not provided. Section d4: catalog number: unknown, as the serial number was not provided. Section d4: serial number: unknown, as information was not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: unknown, as the serial number was not provided. Section d6b: if explanted; give date: n/a (not applicable). The lens remains implanted. Section e1: telephone number: ((B)(6). Section h3: the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.